Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account for further investigation. The pt investigation could not identify a root cause. (B)(4)

Event description:
A surgeon reported a pt with an unexpected refractive outcome, following an intraocular lens (iol) implant surgery. In a f/u, the technician reported that the pt had very dry eyes and has not been using the artificial tears as directed. The surgeon plans to continue monitoring her progress and no surgical intervention has been planned.